Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc., via the annual activl enhanced safety surveillance study (ess) covering a reporting period from 01feb2023 to 31dec2023, that an unknown activ l device was implanted on an unspecified date at the level l4-l5 using spike endplate. According to the complainant there was a supplemental fixation at index level 1. Reportedly the patient's neurological status worsened and there was a disability due to worsening back pain. The adverse event is filed under aic reference (B)(4). Associated medwatch reports: 2916714-2024-00066 and 2916714-2024-00068.